Manufacturer narrative:
PMA/510(k) #: k163018. The zilbs-635-8-8 device of lot number c1748864 involved in this complaint was not available for evaluation. With the information provided a document-based investigation was conducted. Prior to distribution zilbs-635-8-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zilbs-635-8-8 of lot number c1748864 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1748864. There is evidence to suggest the user did not follow the instructions for use. The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The japanese packaging insert states the following: equipment required. 0.89mm (.035 inch) wire guide. According to the customer testimony a 0.25-inch wire guide was used. A definitive root cause of user error was identified from the available information as an incorrect wire guide size was used. The patient was been treated for bile duct stenosis. The smaller than recommended wire guide may not have been strong enough to advance the delivery system past the stenosed site. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to updates to the imdrf coding on 16-nov-2023.

Event description:
Supplemental follow up report is being submitted due to the receipt of additional information. Additional information received 08-oct-2021 confirmed the use of the incorrect wire guide"olympus¿s visiglide2 0.025inch." The investigation was concluded on the 22-oct-2021, this supplemental report is being submitted to include the investigations conclusions.

Manufacturer narrative:
PMA/510(k) #: k163018. The zilbs-635-8-8 device of lot number c1748864 involved in this complaint was not available for evaluation. With the information provided a document-based investigation was conducted. Prior to distribution zilbs-635-8-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zilbs-635-8-8 of lot number c1748864 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1748864. There is evidence to suggest the user did not follow the instructions for use. The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The japanese packaging insert states the following: equipment required. 0.89mm (.035 inch) wire guide. According to the customer testimony a 0.25-inch wire guide was used. A definitive root cause of user error was identified from the available information as an incorrect wire guide size was used. The patient was been treated for bile duct stenosis. The smaller than recommended wire guide may not have been strong enough to advance the delivery system past the stenosed site. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The physician advanced the delivery system to the bile duct in the hepatic portal region via the papilla to treat the bile duct stenosis, but he could not advance it past the target stenosis. Therefore, another manufacturer's stent was used instead. There have been no adverse effects to the patient reported. <physician¿s comment> other devices such as a wire guide, ercp catheter and another manufacturer's device (stent) could be advanced, so I have no idea why the complaint device could not. <additional information> general questions for all complaints (if any damages were confirmed prior to use)was the package damaged? No (if any damages were confirmed prior to use)how was the device stored? N/a was a sphincterotomy or balloon dilation performed prior to use of the stent device? Unknown was post-dilation performed after the placement of the stent? No what brand of endoscope was used with the device? Unknown what was the target location for the complaint device? Already stated in the description of event was the device flushed through both flushing ports before the procedure, as per IFU? Yes details of the wire guide used (name, diameter, hyrdophyllic)? Unknown was resistance encountered when advancing the wire guide or delivery system to the target location? No how did the physician deal with this resistance? Was the patient's anatomy tortuous? No did the tip of the delivery system cross the target location? No did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? No was the stent being placed through the side wall of a previously placed stent? No was the elevator in the down position during deployment? No are images of the device of procedure available? No

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) #: k163018